Event description:
It was reported that during unpacking for an angioplasty procedure a shaft fracture occurred. A package of a 2.50mm x 15mm emerge balloon catheter was opened for use during the procedure, when it was noted that the monorail shaft was broken in two separate pieces. The distal shaft separated from the proximal shaft at the guide wire exit port. The procedure was completed with another 2.50mm x 15mm emerge balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received inside an emerge product pouch and shelf box. There was a complete separation of the mid-shaft adjacent to the proximal end of the mid-shaft/hypotube bond. The fracture faces were jagged and stretched, which suggests that the separations may be related to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).